Event description:
It was reported that pump experienced malfunction with displayed malfunction code and fault ID, and caller stated no notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code recurred, which caller acknowledged and understood.